Event description:
It was reported that facility claims rail clip was not clipped in on the side of the rail per installers, and that the rail came loose and a pt fell out of bed. Numerous attempts have been made (phone and faxes) for additional info. As of this writing, no reply has been received. Therefore, co can only assume the claim was false.